Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see h.10

Event description:
It was reported that the bd solomed¿ syringe barrel was noticed to be cracked while attempting to draw up medication for the application. The following information was provided by the initial reporter, translated from portuguese to english: "the customer reports that at the time of application of the drug, by pulling the liquid from the ampoule for application, found that the syringe (barrel) was damaged / cracked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe barrel was noticed to be cracked while attempting to draw up medication for the application. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reports that at the time of application of the drug, by pulling the liquid from the ampoule for application, found that the syringe (barrel) was damaged / cracked.".